Manufacturer narrative:
Patient information was requested and partial information was provided.

Event description:
The customer reported the touch screen will not reset or silence alarms. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
FDA requested the submission of a missing follow up 1 report for MDR. Upon review, it was determined that the manufacturer site number used on the initial report is incorrect resulting in incorrect report number. A new MDR with the correct manufacturer site number has been submitted under manufacturer report # 2031642-2016-02007.